Manufacturer narrative:
This supplemental report is to correct the date of event in the h11 narrative to 03/27/2026.

Manufacturer narrative:
It was reported that on (B)(6) 2024, a diagnostic imaging dept reported a potential faulty extension tubing in the IV start kit, extension set. Per CT technologist (B)(6), during contrast administration the IV began leaking contrast, and the tubing that is permanently attached into the hub broke off and came out of the hub. Patient IV access was open and bleeding. We held compression and installed new tubing. There were no reports of death, serious injury, or follow up care.

Event description:
IV contrast hub broke.